Event description:
It was reported that during an implant attempt, the atrial lead could not be introduced into the central venous system due to a possible cephalic vein evulsion under the clavicle. The lead was not used and was not replaced, and a single chamber system was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.